Event description:
The pt was noted at the pt's 6-month follow-up visit, the pt's predominant seizures (tonic-clonic seizures) were noted as having an increase in frequency. Additionally, the pt's other seizure type (myoclonic-absence seizures) were noted as also increasing at this time. A search performed in the MFR's programming history did not provide any diagnostics on the pt's device at the event. Diagnostics noted at a later date indicated that the device was performing within normal limits. Good faith attempts to obtain additional info have been unsuccessful to date.